Event description:
It was reported that the user experienced a low blood glucose of 54 mg/dl in the morning after recently adjusting glucose targets with clinical decision support, and later noted concurrent readings of 70 mg/dl on the g7 sensor and 78 mg/dl by fingerstick, with concern about potential g7 inaccuracy and intermittent unpairing from the ilet. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no alerts or alarms reported. Investigation included troubleshooting and education provided to the user. Investigation of this case revealed that the cause of hypoglycemia and perceived sensor discrepancy was unclear, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and could not be linked to a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.